Event description:
Information received indicates the patient positioning monitor (ppm) is not working on the bed.

Manufacturer narrative:
The account found the ppm strips have holes worn on the covers and fluid has caused corrosion inside the strip. The account replaced the ppm strips for the seat and head sections to repair the bed.